Manufacturer narrative:
Additional information was received indicating this patient received non-invasive programmed stimulation (nips) and an open circuit condition was found. Boston scientific technical services (ts) was contacted and a ts consultant discussed that the associated right ventricular (rv) lead may be fractured at the proximal coil. The rv lead is a non-boston scientific product. The local area field representative reported the physician does not plan to intervene on this issue as the patient has a high ejection fraction and has not had any events recorded since implant. No adverse patient effects were reported. The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital for worsening heart failure symptoms. The device was found to be exhibiting shocking impedance measurements greater than 125 ohms. The attending physician referred the patient to an electrophysiologist and the consult has not yet been completed. It is suspected the out-of-range impedance measurement is related to a loose set screw. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative. No additional information is available at this time and our records indicate this device remains in service. Should additional information become available this report will be updated.